Event description:
During a brachytherapy procedure, a dissection of the vessel occurred. The physician used the express2 in an effort repair the dissection, however, he was unable to cross the lesion. The express2 was removed and a balloon was used in an attempt to "tack-up" the dissection. The physician then re-advanced the express2 and was unable to cross. While retracting back to the guide catheter, the stent dislodged in the ostium. The undeployed stent was removed with a snare. The pt status is listed as "fine". The physician did not believe the delivery/stent device was defective, but that the dislodgment was due to the pt's anatomy.